Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2019-05563.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2 related manufacturer reference number: 1627487-2019-05563.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-05563. It was reported the patient experienced ineffective stimulation after suffering a fall. Mapping with tonic stimulation no longer covers the patient¿s target area, although the patient did report good stimulation following implant. X-rays were taken, but the results are unknown at this time. To address the issue, the patient may be awaiting surgical intervention.

Event description:
Device 1 of 2: related manufacturer reference number: 1627487-2019-05563. Follow up information identified the patient underwent surgical intervention wherein the patient¿s two leads were explanted and replaced with one new lead.